Event description:
Per the independent repair center, the customer alleged problem is sieve bed smells. The key failure is the sieve has a bad odor. Additional malfunction is the pilot valve alarms and shuts down.